Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2016, a 2.50mmx38mm synergy ii everolimus-eluting stent was implanted at the right coronary artery. The patient was fine post-procedure. In (B)(6) 2016, the patient was presented with unstable angina. Diagnostic angiogram was performed which revealed a complete stent thrombosis in the right coronary artery. Manual aspiration of thrombus was attempted using a non-bsc catheter. The physician had prescribed the patient with plavix but was believed to be non-compliant. The physician suspected that the cessation of the dual anti-platelet therapy to be the cause of the reported stent thrombosis. No further patient complications were reported and the patient's status was fine.